Event description:
The pt was having an x-ray exam. While the technologist was positioning the cs 62, ceiling suspension system, the front cover fell off. The cover struck the technologist on the top of the head resulting in a head wound requiring stitches. Also, the cover struck the pt on the face causing a cut on left cheek.